Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking at the filter on an IV set during a hyperalimentation infusion, dosage and rate unspecified. The set was replaced and the infusion continued without incident; there was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leaking filter was confirmed. The extension set was visually inspected and no anomalies were observed. Functional and pressure testing confirmed a leak on the vent area of the filter. The probable cause of the leak was the filter vent membrane being wetted out. The definitive cause is unknown.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.